Event description:
The customer contact reported no suction. The suction liner was being used to suction unspecified fluids during an unspecified procedure. On an unspecified date, it was reported that the device cannot draw out phlegm (the tube has no problem). No specific details were provided. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. There were no reported medical interventions. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The international affiliate was contacted and info on reprocessing of the device was requested. This report represents all the info known by the reporter upon query by hospira personnel.